Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This rv lead was returned and the infection or infection related allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached and this event represents a known inherent risk of the device.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The rv lead will be returned for analysis.